Event description:
It was reported that the physician's handheld froze on the interrogation successful screen while programming a pt. A hard reset was performed, but when the physician tried to interrogate again, he rec'd a "no memory available" error message. A MFR rep went to the site to troubleshoot the system. When the rep looked at the device history, it showed an sql error. She tried to interrogate her demo generator, but during interrogation, a message came up saying "memory on the computer is low. Recording to the database will be suspended until more memory is available. All other features will continue to work normally..." She hit continue and the interrogation completed. However once she reached the parameters screen and tried to hit anything, the sql error came up. Per physician, the programming system was used only once before on a pt and it froze on the interrogation successful screen. However, the physician was able to successfully program the pt. The product was returned to the MFR, but analysis is pending.